Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during stenting of the proximal left anterior descending artery, a xience v 3 x 23 was deployed at 16 atm. Good flow was achieved, but after withdrawing the sds, the physician observed a flow limiting dissection proximal to the stent. Another xience v 3 x 12 mm was deployed to cover the dissection. The end result was good timi iii flow. There is no additional event or pt info available.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that direct stenting was performed, it should be noted that the xience v IFU states; predilate the lesion with a ptca catheter. In this case, it cannot be determined whether the lack of pre-dilatation contributed to the reported pt effect.